Manufacturer narrative:
The reported event was for patient death. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures. The lead had conductor shorting due to coil and insulation damage consistent with procedure damage.

Event description:
Related manufacturing reference number: 2017865-2021-36628. Related manufacturing reference number: 2017865-2021-36630. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was heart disease. No additional information was reported.